Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusions. While performing a supply change, insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Tandem technical support successfully assisted the customer with loading the existing supplies to resolve the issue. Customer's blood glucose was 203 mg/dl. Reportedly, the customer was using apidra insulin within the cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.